Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received medical assistance via paramedics due to low blood glucose on (B)(6) 2020. Customer reported that the sensor glucose reading was 90 mg/dl and customer ate, suspended pump and blood glucose dropped to 50 mg/dl. The ambulance was called, and the customer was cold with blood glucose of 59 mg/dl. Customer was treated with food and glucose tablets. Customer¿s blood glucose elevated to 90 mg/dl and was not taken to the hospital. Customer uses auto mode and auto mode was automatically delivering insulin at the time of low blood glucose event. Customer reported a strong smell of insulin when the reservoir was removed but there was no leak or over delivery of insulin. Customer inquired on the reservoir ring recall and confirmed that the reservoir ring was not damaged and locked into place. The device will not be returned for the analysis.